Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the information received, the investigation determined that the reported issue and the subsequent treatment appears to be related to operational context. In this case, it is possible friable tissue prevented hemostasis. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: estimated. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that closure of an unspecified access site was attempted using pre-placed prostyle devices prior to an interventional endovascular aneurysm repair procedure. Reportedly, none of the closures were successful [failed to achieve hemostasis]. According to the physician, the failure was due to the patient's prior chemotherapy and not related to the prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.